Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of this right ventricular (rv) lead, the patient's blood pressure began to drop. An echocardiogram was done and noted pericardial effusion. Some fluid was drawn off. Subsequently, this patient was transferred to another hospital to see a thoracic surgeon. As of this time, this lead remains in service. No additional adverse patient effects were reported.